Event description:
It was reported that at 38,992 joules while using the surgical fiber during a prostate procedure, the fiber tip became loose and diminished tissue vaporization was observed. Time expended: 12:06 minutes, the fiber was replace and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber glass cap exhibited a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap has pushed forward in metal cap and is protruding; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe char; the metal cap adhesion location exhibited mild burnt glue. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.